Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that a steroid shot sent him into diabetic ketoacidosis and he was hospitalized. The blood glucose reading was 560 mg/dl. The customer was treated with an insulin drip. The customer declined troubleshooting for the insulin pump.